Event description:
The consumer reported two false negative results with the binaxnow covid-19 self-test performed on (B)(6) 2023 and (B)(6) 2023. This report is for test one (1) of two (2). The consumer took test one (1) on (B)(6) 2023 generating a negative result. Pcr testing was performed with an unknown test generating a positive result. The consumer stated being symptomatic. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please see the field for corrections: b5 h3 other text : other - device not returned; single use device.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 self-test performed on (B)(6) 2023 . This report is for test one (1) of two (2). The consumer took test one (1) on (B)(6) 2023 generating a negative result. Pcr testing was performed with an unknown test generating a positive result. No additional information, including patient outcome or treatment, was provided.